Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal marker band was missing and the catheter braid was stretched and exposed out from the distal tip. Damage was evident on the distal catheter shaft. Information available indicated that there was no damage noticed to any of the packaging component containing the microcatheter. Based on the information currently available, it is probable that the distal tip of the microcatheter became damaged and stretched during removal from its packaging. Therefore, the investigation has determined that handling of the device during unpacking contributed to the damaged found during analysis.

Event description:
Analysis of the device revealed that the microcatheter radio opaque (ro) marker band was missing. There was no patient involvement.